Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed open sores under the lifevest equipment. Patient described the area as bleeding and open sores. There was no alleged device malfunction contributing to the irritation. The patient¿s wife is a retired nurse who cleaned and provided care for the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.